Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a protruding drive support cap and physical damage to it. The customer also reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 600 mg/dl, which was treated with manual injection. The customer stated that she had dropped the insulin pump and it separated on the top side, opposite of the reservoir and battery compartments. She noted that she set the time and date, then received a blank screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a broken end cap was noted during the visual inspection. The drive support disk was inspected and no anomaly was noted. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch.